Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom of false upstream occlusion was reproduced and confirmed through evaluation. The upstream sensor current readings were found to be below specification. Evidence was also found that fluid had infiltrated the sensor resulting in the reduction of the upstream sensor signals which can cause this symptom. The upstream sensor was replaced.

Event description:
During baxter's functional testing of a spectrum pump, it was found to falsely alarm for upstream occlusion. There was no patient involvement.